Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that their insulin pump might have a delivery anomaly after they attempted to bolus. Customer states that they visually inspected the device and found the piston would not stop during the priming process, pushing all of the insulin in the reservoir out. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 319 mg/dl at time of reporting. Nothing further reported.